Manufacturer narrative:
(B)(4). The customer reported that the mp70 displayed a "speaker malfunction" error message. There was no report of any adverse pt impact. The customer replaced the speaker to resolve the issue. Philips has not determined whether there was a loss of audio. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the mp70 displayed a "speaker malfunction" error message. There was no report of any adverse pt impact.